Manufacturer narrative:
Five devices were returned and evaluated. The evaluation results are as follows: five devices were received and evaluated for the complaint regarding the needle button released event. All devices were inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient reported that 7 of her v-go devices the needle button would not stay locked down. The patient continued saying across the 7 devices patient only wore them for a few hours before the needle buttons popped up. The patient stated she did not accidentally activate the needle release button on any of the 7 devices. The patient let me know she wears v-go on her abdomen.